Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a "liquid crystal display image distorted" was confirmed during product evaluation. The root cause of this condition was assigned to a distorted main display. It is unknown whether or not the device was repaired. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, it was found that the display colour service assembly, user interface module standoff (left and right) and the colour display guide have been replaced.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted image on the display. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.